Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported bruising under the sensor. She stated that there is not blood at the site and no signs of infection. She stated that there was irritation with no bumps. The blood glucose reading was 140 mg/dl. Nothing further was reported.